Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device had low pressure while in use with a foot control device. According to the report, another motor device was used with the same foot control device and it worked as expected. Therefore, the foot control device was ruled out as the issue. There were no delays in the surgical procedure as an identical spare device was used to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had low rotations per minute (rpm). Therefore, the reported condition was confirmed. It was determined that this was most likely caused by running the device with low lubrication. The assignable root cause was determined to be due to component damage caused by misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.